Event description:
The customer reported the machine is not switching on. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.